Event description:
Pt had t10 to l5 fusion on jackson spine table with foam face mask for prone position surgery. He sustained severe deep pressure ulcer to the chin requiring plastic surgery to debride eschar, leaving large 3 cm permanent scarring and numbness of chin and face. The pressure ulcer was so extensive it took 4 months to heal despite otherwise good healing. He also suffered severe permanent ulnar neuropathy with complete numbness and almost complete paralysis of bilateral ulnar distribution.